Event description:
During evaluation of a returned spectrum pump, the device alarmed false downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed false downstream occlusion. The cause was identified to be the out of specification tubing guide and force sensor which both require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.